Event description:
It was reported that the customer was unable to charge the pump with the tandem-provided charging cable as the customer was unable to insert the cable into the usb port, causing the pump to shut down. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was able to successfully charge the pump with an alternate charging cable.